Manufacturer narrative:
Sections with additional information as of 22-mar-2021: d8: answered no. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underline root cause mlc-030-user applied blood to strip before inserting strip into meter.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Adverse event report is being submitted due to symptoms related to diabetes ¿ feels nervous and shaky. Note: manufacturer contacted customer in several follow-up calls to ensure the patient condition improved and initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3) accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling nervous and shaky. Medical attention is not reported as a result. The product is stored according to specification in the bedroom. During the call a blood test was performed by the customer and produced test results of 69mg/dl non-fasting using the meter. Customer states feels nervous and shaky and has to eat something. Meter (using new vial number mx4248s). The test strip lot manufacturer¿s expiration date is 11/21/2021 and open vial date is 4 months ago. The meter memory was not reviewed for previous test result history.